Manufacturer narrative:
The customer reported that the cns (central monitoring system) lost power during a power outage. After the power came back on, the device lost electronic registration. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon (B)(4) continues to investigate the reported event. Nihon will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) lost power during a power outage. After the power came back on, the device lost electronic registration.